Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Although the reported suspect disposable set is an extension set, the customer reported leakage from the upper injection port "near top, where one would y in a secondary" during an infusion of tpn. No harm was reported.

Manufacturer narrative:
The customer¿s report of a leakage was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The 7 inch tubing disconnected from the first y port on the disposable set. The y-site and tubing was then viewed beneath a microscope which revealed a lack of solvent. No functional testing was performed due to separation of the tubing. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.